Manufacturer narrative:
Device evaluation: visual inspection of the device reveals that the tip of the cage holder is fractured. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review per DHR review, the parts were likely conforming when they left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that hook broke off the tip of an roi-c inserter during implant installation intra-operatively. The device was able to be used to complete the procedure without patient impacts and the fractured piece was recovered.